Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not delivering insulin. The reservoir was reportedly full and the set hand been changed. There were reportedly 0.0 units remaining in the reservoir. The alarm history showed low blood glucose warnings and threshold suspend, as well as low battery and power failure. The customer reportedly connected to the insulin pump while aware that the units in the reservoir 0.0 units. The insulin pump will not be returning for analysis.